Event description:
The customer reported that they disagreed with some of the shock advisory decisions during a pt event. There was no adverse impact to the pt.

Manufacturer narrative:
The customer reported that they disagreed with some of the shock advisory decisions during a pt event. There was no adverse impact to the pt. The factory has not yet rec'd the device for eval, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.